Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. At the consumer¿s request the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery she is expecting blurred vision, silhouettes, glare and halos at night, headaches and stress due to the iol. She stated her surgeon told her she needs to have a ¿laser procedure to help treat cloudy membranes behind her implants¿. At the consumer¿s request the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.